Event description:
The provider states the unit that just came in with the yellow light on. He states the unit has been running for 3 hours and hasn't shut down yet. He states on 8 liters the yellow light was on but at 10 liters, the yellow light on.